Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 118 mg/dl at the time of the call. The customer stated that they went to bed with three bars in the battery life but woke up in the middle of the night with no battery life displayed on the screen. The customer stated that the buttons do not respond after changing the battery. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No low reservoir alarm noted. The insulin pump had a frozen screen during displacement test followed by a constant tone, the problem was isolated to the mother board. The insulin pump was unable to perform a displacement test or verify low battery alarm due to frozen screen. No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The insulin pump had minor scratched lcd window.